Manufacturer narrative:
Device evaluation summary: during evaluation of the device a crease was observed on the anterior and extending to the posterior aspect. Leak testing revealed a tear within the crease noted in the anterior aspect measuring approximately 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 300cc breast implant and experienced deflation on the right side post-operational. As a result, the patient underwent removal and replacement with a saline mentor smooth round moderate plus profile breast implant 300cc, catalog number 3502300, lot number 7710502, serial number (B)(4) on (B)(6) 2019.